Event description:
Incident occurred on a bed enterprise 9000 installed in the ICU. The bed was occupied by a pt intubated and backrest of the bed has been typically positioned at 45 degrees when the backrest section collapsed. Sales and service tech has inspected the bed and have found a spring under the bed. When they removed a label cover (glued) from the hinge, the screw fell out. The technician has noticed that on one of the hinges breakage start to occur. No death or serious injury has been reported. No injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). Additional info will be provided following the conclusion of the MFR's investigation.